Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 221mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in concerns that the meter is reading higher than his expected range.